Manufacturer narrative:
The field was unable to gather a model/serial number for the device involved in this event and no new information was provided. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was emitting tones as it had recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. No intervention has been performed yet and the device remains in service. No adverse patient effects were reported.